Event description:
Consumer reported a tampon fell apart leaving a piece inside her vaginal cavity. Her menstrual period ended and she developed vaginal cramping and discharge with odor. A week later a slightly pink colored piece of pledget was expelled from her vaginal cavity. Her vaginal cramping resolved but the discharge and odor remained. She self treated by drinking fluids, maintaining cleanliness, eating yogurt and using otc yeast treatments. She has not sought medical attention. Her symptoms were improving.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.